Event description:
Prior to impaction of the cup, there was black debris within the impactor canal. Tha procedure.

Manufacturer narrative:
Reported event: the event reported that a trident inline-offset impactor had black debris within its canal. The failure was found prior to impaction. Device evaluation and results: visual inspection showed small black debris at the tip of the device. The debris was soft in texture. The attached figures show the debris. Functional inspection showed the knob of the device rotated the thread. Device history review: review of the device history records indicate 101 devices were accepted into final stock on 10/21/2016 with no reported discrepancies. Complaint history review: review of complaints for p/n 209830, l/n 33852 within the trackwise database show no other related complaints. Conclusion: the failure was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Prior to impaction of the cup, there was black debris within the impactor canal. Tha procedure.